Manufacturer narrative:
The device was received for evaluation. During functional testing, the upstream sensor did not continuously detect air when air bubbles were present in the tube. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed ultrasonic sensor. During evaluation, the device had a false upstream occlusion alarm. The cause was identified to be the out of calibrated specification upstream sensor. The ultrasonic sensor requires replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line sensor faulty during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.